Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that clinical rep contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that on monday of this week ((B)(6) 2024) and the previous friday ((B)(6) 2024) two instruments in two different cases for dr stuart kessler at hartford hospital broke (with wires exposed). There was no harm to patients that they are aware of. One was a maryland (monday) and one was a scissor (friday). They were tagged and were sent downstairs to be returned. There was no report of patient involvement.